Event description:
The subject was reported to have an adverse event of lower extremity 1 + pitting edema on trk side, and lower leg ulcers.

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.